Manufacturer narrative:
A ge representative evaluated the system and found the monoblock x-ray tube needed to be replaced. The tube was placed on order but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported, "tube temp alarm upon initiation of flouro." The fse noted a loss of fluoroscopic x-ray functionality. There is no report of injury or death associated with the event described in this complaint.